Event description:
About (B)(6) 2016, the dr put a pickline or medline in his right arm. It started leaking and turned his arm black. They found out he had a blood clot so they moved the line to his left arm, then it started leaking and it turned black. Then it turned green on top of it. They found a blood clot. I took him to the ER. This dr took the medline out and put it back in the same arm, but he put it in the elbow. It kept hurting so took him back to the hospital. They put it in his chest on the right side; it burned black again. Another blood clot was found, this was in (B)(6) 2016. Then they moved it to his left side of the chest, it turned black, found another blood clot, round about (B)(6) 2016. Then it wasn't long, they moved the (pickline or medline about a few inches over and put it next to the one they took out, and it turned black like it burned his chest and arm. When he died, his chest was still burned bad. He died on (B)(6) 2017 at home with the medline still in his chest. Dates of use: (B)(6) 2015 - (B)(6) 2017. Reason for use: a short-term treatment for treating heart failure. "Did the problem stop after the person reduced the dose or stopped taking or using the product: no, did the problem return if the person started taking or using the product again: no, didn't restart."